Event description:
The filter was placed prior to a thyroid nodulectomy. The jugular vena cava filter was placed between l2 and l3, just below an osteophyte. Two months later, the pt returned to have the filter removed, as it was no longer needed. The cavagram showed that the filter had mioved caudally approx. 1-2cm, and was tilted laterally the filter was removed successfully.